Event description:
A pt undergoing a (B)(4) test procedure may have received a bolus dose of (B)(4) instead of receiving the medication at a controlled rate. The pt developed supraventricular tachycardia and atrial fibrillation 2 mins after the (B)(4) was turned off, requiring additional monitoring of the pt. After 2 additional mins the pt's rhythm returned to a normal rhythm. It was believed that the gravity IV tubing being used allowed the medication to back up into the tubing instead of flowing into the pt. The tubing did not have a flow check valve, although the package it was supplied in did show a diagram of the IV tubing with a check valve present. When the nuclear agent was injected via the same IV tubing it may have caused the (B)(4) to be bolused into the same pt.